Event description:
It was reported that post-surgery, the u-clamp device broke in the pt. The device was removed and replaced. No further pt impact was reported.

Manufacturer narrative:
Product is expected to be returned but has not yet been rec'd.